Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was broken at the helical blade mating hole. The broken fragment was returned for evaluation. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 r 125° l360 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes dimensional inspection: n/a device history lot: manufacturing location: monument manufacturing date: 15-oct-2020 expiration date: 01-sep-2030 part number: 04.037.926s, 9mm/125 deg ti cann tfna 360mm/right- sterile lot number: 73p2383 (sterile) lot quantity: (B)(4) one piece was scrapped in cell at op #20, mill ID, as a set-up tooling failure. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final ns071264 rev e met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 18954 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 71p3042 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 52p7560 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 26-aug-2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 54p6703 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 50p3768 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 20-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 01-apr-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: 10-aug-2023: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year and month are known. D1, d2, d3, d4, g4-510k: this report is for an unknown nails: tfna/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the tfna nail broke. This report involves one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).